Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient was planned to be seen in-clinic for a system revision, in which the s-ICD system was explanted. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient was planned to be seen in-clinic for a system revision, in which the s-ICD system was explanted. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.